Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2010, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B)(6) 2010, a reintervention occurred whereby a pxc201200 was implanted to extend the pxc181400 device and treat a type I endoleak. The endoleak resolved and the pt is doing fine.